Event description:
Through implant patient registry, it was reported that a patient with a 21mm 3300tfx aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of eight (8) years due to unknown reason. The tavr was performed with a 20mm 9750tfx transcatheter valve. The patient was in recovery post procedure. No other details were provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (device manufacturer date), and h6 (type of investigation, investigation findings, and investigation conclusions,)

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, h6 (component codes, health effect - clinical code, device code, type of investigation).

Event description:
It was reported that a patient with a 21mm 3300tfx aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of eight (8) years due to severe aortic stenosis and severe aortic insufficiency. The patient presented with progressive heart failure symptoms, dyspnea and was found to be in cardiogenic shock. The tavr was performed with a 20mm 9750tfx transcatheter valve successfully. The patient was in recovery post procedure.